Event description:
It was reported that the device had been broken/ damaged. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There was CAPA#: 1604765 exist for syr rear case. A review of the device history record for sn: (B)(6) was performed from date of manufacture 06/14/2011 to the present date 10/15/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 200131643 for out of specification of the handle which does not correlate to the customer reported issue.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There was CAPA#: (B)(4) exist for syr rear case. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/14/2011 to the present date 10/15/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure (B)(4) for out of specification of the handle which does not correlate to the customer reported issue.

Event description:
It was reported that the device had been broken/ damaged. No patient involvement was reported.